Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation, received on (B)(6) 2021 with lot number 2075475. Visual analysis of the returned device identified: cracked valve and two curved openings on posterior. Leak test and microscopic analysis was performed which identified: a cracked valve and two striated openings on posterior. Based on the device analysis the final assessment is: a cracked valve, seat diaphragm valve. Two striated openings on posterior assessed as surgical damage consistent in the use of some surgical tool."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.